Event description:
It was reported that during a low anterior resection procedure, the reload failed to staple. Did not form b shape after firing. Unknown how the case was completed. No adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.